Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this device recorded a lead safety switch on (B)(6) 2017. Current impedance measurements were below 200 ohms in bipolar. There was evidence of oversensing at 4mv and pacing inhibition for greater than 3 seconds in unipolar. The device was reprogrammed to unipolar. A lead revision procedure is expected. Should additional information become available this file will be updated.